Event description:
It was reported that during an unk procedure the device was fired and the clips were scissored, they used an er320 to complete the case with no outcome to the pt. Device is returning.

Manufacturer narrative:
Date sent: 02/27/2008. Info is unavailable; device was not returned for eval.